Manufacturer narrative:
Concomitant medical product: achieve mapping catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of a cryoballoon ablation catheter system: there was a total of five (5) patients who experienced phrenic nerve palsy (pnp); all of which fully recovered prior to hospital discharge. There was one (1) patient who had pericardial effusion; with unknown treatment/resolution. There was one (1) patient who had a vascular complication; with unknown treatment/resolution. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The status/disposition of the cryoablation system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information obtained through follow up with the author indicated that none of the adverse events mentioned in the article were "related directly" to the products. No further information was available/provided.